Manufacturer narrative:
(B)(4)

Event description:
Procedure: lavh. According to the reporter: when the device from another manufacture was inserted into the trocar, it broke and pieces fell into the cavity. The broken parts were retrieved.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/13/2015.